Manufacturer narrative:
The catheter kit was returned to the manufacturer for evaluation. However, the reported issue could not be confirmed. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 04-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the saline tubing for the thermal therapy system was damaged. It was reported there was no saline flow past the drip chamber. A new tubing kit was opened to continue the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.